Event description:
It was reported that during the implant procedure, the guidewire would not go through the left ventricular (lv) lead after one hour of in-vivo use. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the distal conductor was obstructed. The distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.